Manufacturer narrative:
This device was returned to mmdg and is currently being evaluated and tested. At this time, no results are available. Mmdg will file a follow up report when results have been completed.

Event description:
The initial reporter stated that they received a report from the patients caregiver that the infinity pump feeding takes longer than it should. They state that with a rate of 300 ml/hr the feeding bag was still full after three hours. The initial reporter stated that there was about a five hour interruption in the patients feeding, but that there was no impact to the patient. [Complaint-(B)(4)].

Manufacturer narrative:
This device was returned to mmdg and an investigation was completed. During the investigation the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. Based on this information no MDR was needed.

Event description:
The initial reporter stated that they received a report from the patients caregiver that the infinity pump feeding takes longer than it should. They state that with a rate of 300 ml/hr the feeding bag was still full after three hours. The initial reporter stated that there was about a five hour interruption in the patients feeding, but that there was no impact to the patient. (B)(4).